Manufacturer narrative:
Device received cracked case at display window corner. Device received with cracked battery tube threads. Device received with broken reservoir tube lip. Insulin pump received with missing reservoir tube o-ring. Device received with cracked case at reservoir tube window corner. Test reservoir does not lock properly inside the reservoir tube.

Event description:
Customer reported via phone call that the round plastic on the reservoir compartment had broken off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.